Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. All available information was investigated the reported positioning failure and delayed, or difficult positioning appears to be related due to patient¿s challenging anatomy. The definitive cause for the leak in dc handle could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
This is filed for a leak in the clip delivery system. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient presented with sudden onset of severe torrential mr requiring the patient to be intubated; an intra-aortic balloon pump (iabp) was inserted. Transesophageal echo revealed a flail with ruptured chords p3 to lateral p2 segment. The plan was to stabilize patient with a mitraclip and eventually send the patient to surgery for mitral valve replacement. A mitraclip (90531u135) was advanced and several attempts were made to grasp the leaflets, upon which it became entangled in the flail chords. Troubleshooting attempts were made and the clip was successfully freed. At this point, blood was noted in the de-airing chamber of the clip delivery system (cds). The undeployed clip was then retracted into the steerable guide catheter (sgc) and the sgc and cds with undeployed clip were removed from the patient anatomy. Two mitraclip xtrs were implanted at a3p3 and lateral to a3p3. Post procedure mr remained at 4. The pressure gradient increased from baseline of 3 mmhg to 5 mmhg. The patient was in stable condition. There was no clinically significant delay in the procedure. As of (B)(6) 2019, the patient is extubated and iabp has been removed. The patient is under consult for mitral valve replacement surgery, but it has not been planned at this time. No additional information was provided.